Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the valve could not be excluded as contributing to the patient death. Per the physician, it was unknown if the patient's death was caused or contributed by the patient's underlying medical history. It was unknown if there was any intervention/treatment performed for the ventricular fibrillation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 1 month following the implant of this transcatheter bioprosthetic valve, the patient was rushed to the hospital due to chest pain. After arriving at the hospital, the patient developed ventricular fibrillation and died. The cause of ventricular fibrillation was unknown. The death was ruled to be cardiovascular.